Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30673084l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. When the procedure was ended, while the catheter was removed, the patient¿s blood pressure dropped. Pericardial effusion was confirmed by echocardiography. Drainage was performed, and blood pressure recovered. Atrial septal puncture was performed with using rf needle. The symptoms improved when the patient left the room. The patient was followed up. There was no particular comment about the relationship with the bw product from the physician. The physician commented that the cause was damage to the small blood vessel when pulling the competitor's catheter from the cs." The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. The patient's blood pressure decreased while the catheter was being removed after the procedure was completed. Echocardiography showed pericardial effusion, pericardial drainage was performed. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The physician thinks that the catheter damaged a small blood vessel, when the other company's catheter was removed from the cs. Cardiac drainage was performed. The patient outcome of the adverse event is improved. A transseptal puncture was performed, rf needle was used. Prior to noting the effusion ablation was performed. There was no steam pop that occurred during the procedure. The event occurred after the ablation procedure, pericardial effusion was confirmed, and cardiac tamponade was diagnosed. No error messages were observed on biosense webster equipment during the procedure. Tag index color option was used prospectively. According to the bwi company representative nothing special when it comes to patient medical history/treatment history/disease under treatment and contents and results of laboratory tests. The generator used in the case was smartablate. An irrigated catheter was used in the event and the flow settings were pre high flow 1sec, post high flow 2sec. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization features used were real time graph; dashboard; vector and visitag with the visitag module parameters for stability set at range 3mm, time 3sec, fot 50% 5g, tag size 3mm with fot and tag index. This event will be conservatively reported even though it was noted that the physician commented that ¿the cause was damage to the small blood vessel when pulling the competitor's catheter from the cs.¿ since it was noted that ablation had taken place, therefore, it bwi devices cannot be excluded. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.